Manufacturer narrative:
B3: event date is not known. Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's healthcare provider (hcp) predicted the longevity of a previous ins battery (the caller was uncertain which ins) to last a certain amount of time, but the ins failed in a very short period of time. The patient needed to have emergency surgery because the ins wasn't working. The patient's husband referred to the clinician programmer as a "bogus device" because they felt it predicted an inaccurate estimate for ins battery longevity.